Event description:
The manufacturer received information alleging the exhalation valve in the patient circuit was not functioning properly. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module was replaced to address the issues.